Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number was known; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to report the patient line disconnected during dwell during therapy on a home choice (hc). The hp stated his patient line became disconnected so he immediately stopped the machine. The technical service representative (tsr) advised the hp would need to end therapy and assisted the hp to end therapy. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the connection issue. The hp stated the patient line became disconnected. The hp ended therapy and did not resume therapy until the following night on the cycler. The hp stated he followed up with his peritoneal dialysis nurse (pdrn) and was given an antibiotic. The hp stated he is doing fine with therapy. There was patient involvement but no reported injury.